Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The sensing vector was programmed to the primary vector at the time of the shock. The sensing vector has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.